Event description:
A discordant, falsely low enzymatic creatinine (ecrea) test result was obtained from a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated twice giving higher and aligned test results. Both repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low enzymatic creatinine (ecrea) test results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00286 on 15-july-2019. Correction (22-july-2019): section b5, b6, and h10 include the "enzymatic creatinine (ecrea)" reference. Section b6 includes "¿mol/l" as the correct unit of measure. The customer contacted siemens to report a discordant, falsely low enzymatic creatinine (ecrea) test result was obtained from a dimension vista 1500 instrument. Siemens was able to evaluated a test results datafile, but not a calculation datafile for the sample. Siemens was unable to determine if foaming of the sample, weak sample mixing or reagent delivery issues occurred based on the test result data without the calculation data. It was reported that the customer performed maintenance to clean the aliquot probe and drain. The cause of the discordant, falsely low enzymatic creatinine (ecrea) test results is potentially a need for maintenance or a sample quality issue impacting the proper sample aspiration and delivery of the sample to the cuvette. Instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely low creatinine (ecrea) test result was obtained from a dimension vista 1500 instrument. Siemens was able to evaluated a test results datafile, but not a calculation datafile for the sample. Siemens was unable to determine if foaming of the sample, weak sample mixing or reagent delivery issues occurred based on the test result data without the calculation data. It was reported that the customer performed maintenance to clean the aliquot probe and drain. The cause of the discordant, falsely low creatinine test results is potentially a need for maintenance or a sample quality issue impacting the proper sample aspiration and delivery of the sample to the cuvette. Instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine (ecrea) test result was obtained from a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated twice giving higher and aligned test results. Both repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine (ecrea) test results.